Manufacturer narrative:
One used portex® blue line vocalaid tracheostomy tube was returned for investigation. The returned sample was received without its original packaging. Visual inspection was performed at a distance of 12" to 24" and under normal conditions of illumination. No holes were detected during examination. During functional testing, a syringe was used to inflate the device cuff and the device was submerged under water. No bubbles (indicating a leak) were detected escaping from the device. The manufacturing facility then performed a review of relevant documents: the documents included the fit of the inflation line, trim and assembly of the cuff, deflation test, inspection and cleaning, fit obturator, and coil and evacuate. The review found that the documents were adequate and correct with respect to testing and inspection activities. Additionally, the manufacturing facility reviewed the manufacturing process of a similar device to verify that there were no situations or practices that could create the reported event. The review inspected the inflation line assembly operation and the cuff assembly operation. No discrepancies were found during the review. Also, an audit of (B)(4) devices on the production floor was conducted and it was found that none of the (B)(4) device cuffs deflated and the cuffs did not stick to the tube during testing. Investigation was unable to confirm the reported event and found that the returned device operated as intended.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 3 hours patient use of the portex® 8.0mm blue line vocalaid tracheostomy tube, the "inspiratory pressure lower limit" alarm sounded. The pneumatic circuit was checked and no problem was found. The tracheostomy tube was then changed and the reported alarm ceased. No patient injury was reported.